Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of broken ventricular output connector, the output connector assembly was broken. It was additionally noted that the upper and lower cases and keypad were scratched and the display wires were pinched but not compromised. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's ventricular output connector was broken. The generator was returned for service. No patient complications have been reported as a result of this event.